Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the non-tortuous and non-calcified common iliac vein. A 16-4/5.8/75 xxl balloon catheter was advanced over a 0.035 j wire for dilatation. However, during inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The balloon was removed over the wire and the procedure was completed with another of same device. No complications were reported and the patient was doing well.